Event description:
The ventricular assist device (vad) coordinator reported that one day post left ventricular assist device (vad) implant the patient experienced electrical faults, and a controller exchange performed. The manufacturer's field engineer came on site and examination revealed contamination of the driveline connection. Additionally, the connectors on both the primary controller and the backup controller were found to be contaminated. The field engineer performed a cleaning of the driveline connection. The electrical faults were not replicated post-cleaning, and the patient is reported as stable. This is report 1 of 3

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01369, 3007042319-2015-01370 and 3007042319-2015-01371) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. This is one of three reports (3007042319-2015-01369, 3007042319-2015-01370 and 3007042319-2015-01371) submitted for devices related to the same event. The device remains implanted.